Event description:
The customer reported that the system was mixing pt images. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The hard drive was reformatted and the software reloaded. The system was tested and found to be working as intended and put back into service.